Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device. According to the instructions for use (IFU) under other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis.

Event description:
User facility reported a successful novasure uterine ablation (date unk) and the pt was discharged home. The next day the pt reported cramping and prophylactic antibiotics (name of medication unk) were started. A computed axial tomography ("cat-scan") done around this time was negative. Approx 3 weeks later, the pt returned with pain and fever and underwent a second computed axial tomography which demonstrated a pelvic abscess. The pt was admitted to the hospital (date not provided). During follow-up with the physician in 2008, she reported treatment in the hospital included intravenous (IV) antibiotics (name of medical unk), although no positive cultures were reported. The pt was discharged home (date unk) with a peripherally inserted catheter (pic line) for continued home administration of antibiotics. During follow-up with the physician four days later, she reported the pt has been seen on follow-up and is doing "fine".